Manufacturer narrative:
Investigation summary: no samples or photos were provided for lot 5225497. The returned samples along with 100 retained samples from each lot were visually inspected and no issues were identified. Furthermore, functional draw volume testing was performed on 10 returned samples and 10 retained samples from each lot and all tubes tested were within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the reported defect underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 92 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 92 tubes underfilled. No adverse impact was reported regarding the patient or user.